Event description:
The facility stated that the surgeon implanted a aa4204vl plate silicone lens. The lens haptic tore upon insertion into the eye. The lens was removed in pieces without enlarging the incision. It was unknown what cause the haptic to tear. The surgery was completed using a 3 piece lens. The injector and cartridge model and lot numbers were unknown.